Manufacturer narrative:
Additional lot #: 9263403; additional expiration date: 2020-09-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional manufacture date: 2019-09-20.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have poor sample barrier separation. The following information was provided by the initial reporter: "customer called to report that their sst tubes contain moisture in the tube, and also fibrin in the sample. They stated that the patients are on therapeutic monitoring medications, no patient identifiers available. They has samples available. This occurred about 5 times yesterday she said. They states almost all of the tubes from this lot have this moisture."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have poor sample barrier separation. The following information was provided by the initial reporter: "customer called to report that their sst tubes contain moisture in the tube, and also fibrin in the sample. They stated that the patients are on therapeutic monitoring medications, no patient identifiers available. They has samples available. This occurred about 5 times yesterday she said. They states almost all of the tubes from this lot have this moisture."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the reported failure modes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. The reported "moisture" observed is in fact clot activator. The reported fibrin is due to their 10 minute clot time (a minimum of 30 minutes is required for this product).